Event description:
An employee experienced h2o2 contact described as 'burning and tingling". The contact was on the employee's forearm and fingertips. The employee went to the ER where the areas was flushed with water for 15 minutes. Employee was given silvadene and stated that area was resolved the next morning. It was reported that the employee over crushed a cyclesure vial after it was processed in the sterrad. The reporter stated that the media from the vial spilled through the crack and came into contact with the employee's hand. The employee did not notice moisture on the outside of the vial or pouch before crushing. The employee was not wearing person protective equipment (ppe). The customer was faxed the msds for h2o2 cassettes.

Manufacturer narrative:
(B)(4) - skin contact.